Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an capio¿ slim was used during posterior vaginal with xenform graft procedure performed on (B)(6) 2018. According to the complainant, the cage failed to catch needle on the right side of the patient. When it did catch, the capio carrier was temporarily unable to retract and was stuck in the patient¿s tissue. The capio carrier bent while trying to dislodge it from the patient. The procedure was completed with another capio¿ slim. There were no patients complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.